Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the drive support cap looks like it has been burned off due to the motor overheating. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners and battery tube threads. The pump also had minor scratches on the display window, as well as a stained end cap sticker. No overheating anomalies were noted.